Manufacturer narrative:
The psdv tissue is still implanted in the pt, therefore, no product was returned for evaluation. A review of the device history record was not possible, since the lot # was unavailable.

Event description:
During a gastric bypass, the roux limb was brought to the stomach in an antecolic and antegastric fashion. The 21mm circular peri-strips dry with veritas collagen matrix (psdv) was loaded onto a 21mm ethicon circular stapler and the stapler was advanced to the intended anastomotic site. There was no difficulty noted upon firing the stapler and the staple line appeared to be adequate following the firing. Following creation of the neo-stomach, the physician re-enforced the staple line with a pds suture of unk size and performed a leak test which did not reveal any leaks. The procedure was completed without complication with the pt in stable condition. Approximately 30 days post-procedure, the pt presented with pain and was in shock. A gastrograph was performed which revealed a gastric leak at the gastro-jejunal (gj) anastomosis. The pt was taken to the operating room to repair the gastric leak. It was noted that the pt had not eaten any solid food which may have contributed to the gj leak. The pt's current status is reported as "stable."